Event description:
It was reported that the customer had a motor error alarm and physical damage on the insulin pump. The customer's blood glucose level was unk mg/dl. The customer stated that they had a crack case at the battery compartment and missing dome label sticker on the insulin pump. The customer was advised to discontinue the use of the insulin pump and it will be replaced. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime during prime due to faulty force sensor. Motor tested outside device and passed. No motor error alarm noted. Insulin pump had minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.